Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had haptic broke off in the room. Additional information revealed that removal and replacement was done with the same model and diopter lens. There was no injury, and surgical and medical interventions were required. The patient was fully recovered. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3:unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 24 jan 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the handpiece found ovd residue dispersed throughout the cartridge. The plunger rod was fully advanced and cracks on the cartridge were observed. A detached haptic was observed partially hanging out of the cartridge tip. The lens was received cut in half; based on the condition of the lens, dimensional analysis was not able to be performed on the remaining haptic. No further evaluation was performed and no issues that could contribute to the complaint issue were observed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.